Event description:
Pump was reported to turn itself off and un-commanded during pt use. The facility reported no pt injury or medical intervention occurring from this situation. The pump was removed from service and replaced with a different one. The facility's representative was unable to provide any add'l contacts that might have details regarding the pt's info or the drug that was being infused.